Event description:
The patient reported that he was hospitalized for one "with" with blood glucose of 25mmol/l (451 mg/dl) and large ketones. He received an infusion with naci and insulin. The pod was lost in the hospital.

Manufacturer narrative:
The device was lost and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospitalization. No qualification records could be reviewed because no product lot number was reported.